Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at pocket site. Ipg shifted in the pocket which caused the discomfort. The patient is reportedly doing well following the procedure.